Manufacturer narrative:
Results: the coil is slightly bent. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the coils detached inside the catheter and could not be used for to treat the patient. Additional information about the procedure described resistance when advancing all coils used due to tortuous anatomy. Based on the observations of the units during evaluation, it appears that the devices were damaged when attempting to advance the coils against resistance. The broken hypo-tube of the pusher assembly likely occurred when the device kinked during attempts to advance into the patient, leading to a break. The coil damage also indicates damage caused during attempts to advance the coil into the patient against resistance. Only the coil was returned from this coil/pusher assembly unit. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00191.

Event description:
Physician was treating patient for a 32mm x 35mm splenic aneurysm using penumbra ruby coils to embolize the aneurysm. Two of the eleven coils used in the case unintentionally detached in the catheter and could not be used.